Manufacturer narrative:
The device was visually inspected and dried blood was found inside the tip. A scanning electron microscope (sem) testing was performed on the pebax surface and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia/ wolff-parkinson-white procedure with a thermocool® smart touch® sf bi-directional navigation catheter and dried blood was discovered on the catheter tip when the catheter was going to be reinserted into the patient. The system did not present any error messages nor did the physician see any product problem. There were no issues related to temperature or flow of the catheter. It was noted that the temperature went down during ablation, as the temperature started at 29°c and went below that for ablation. The generator was in power control mode power at 30 watts and temperature cut off at 33°c. Power was at 30w for the majority of the case. Impedance was roughly 120-130 ohms and went down from there. Saline solution was used during the procedure. The dried blood on the catheter tip could not be removed; therefore, the catheter was replaced and the procedure was continued. The procedure was completed with no patient consequence and the patient has not exhibited any neurological symptoms since the procedure was completed. This event was originally assessed as not MDR reportable because the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. The device was returned to the biosense webster failure analysis lab and dried blood was found inside the catheter tip, therefore a scanning electron microscope (sem) test was performed on the pebax surface on (B)(6) 2018 and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. This finding has been assessed as a reportable malfunction. The awareness date was reset to (B)(6) 2018, the date of the reportable finding.